Event description:
The facility returned the device for service. The baxter repair technician, reported that a failure code 570 occurred during service. The hosp. Rep. Stated that there have been no rpeorts of any pt incident involving this pump since the last service event.